Event description:
It was reported by service report that the footboard display read, "no mattress detected". No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Main power cord unplugged.